Manufacturer narrative:
Transmitter was received with isig value out of range due to contamination on all contact pins and damaged cow catcher corner.

Event description:
Customer reported receiving a sensor error alarm. The blood glucose reading was 146 mg/dl. This alert occurred while customer was waiting to calibrate and after the initialization period. Customer was advised of insertion techniques and stated that the sensor appeared to be fully inserted and flat against the skin. She stated that there was no damage on the connection bridge or contact pins. A test plug procedure was run and showed that the transmitter may not be working. Nothing further was reported.